Event description:
The delay was approximately 15 minutes to set up a new tray. Reported issue from pack management - we had gauze flakes that went all over the table from the pack from the gauze. The procedure had to be paused and they had to open a new pack and clean everything from the flakes in the blue bowl. It is like the gauze was falling apart.

Manufacturer narrative:
Investigation findings: the work order was reviewed for discrepancies that would have contributed to the reported issue. No discrepancies were listed within the work order. Raw material 5-1162 was identified as being the component in reference to the report. Raw material 5-1162, lot number 15a266262x, is supplied to deroyal by (B)(4). Deroyal supply chain personnel are aware of the reported issue and have been involved in communications with (B)(4). The 2013-2015 scar/supplier notification logs were reviewed for similar complaints. A similar complaint was identified in 2015. As a result scar2015-187kjg has been issued to (B)(4) and is due on 06/23/2015. At the present time, a response has not been rec'd for the outstanding scar. Additional communication has occurred with the vendor in reference to the scar on 06/15/2015 and 06/25/2015. (B)(4) has responded via a vendor letter on 06/25/2015, but it was not accepted by deroyal due to the actions identified were intentions and not completed. Additional information will be required prior to the acceptance of the scar. This was communicated to the vendor via email on 06/25/2015. The unacceptance of the scar will result in the scar showing as not being rec'd within the 2015 scar log until an accepted response is provided. Samples were rec'd for eval and the reported issue confirmed. Photo documentation has been added to the complaint file. In addition, the sample was forwarded to (B)(4) for eval and tracking confirmation has identified that it was rec'd on 06/15/2015. Correction: replacements have been provided on order # (B)(4). Root cause analysis: scar: the linting, shown by the samples, is caused by the slitting process of the gauze during manufacturing. Small fibers can gather on the side of the roll during the slitting process due to the type of blade used. Corrective action and/or systematic correction action taken: scar: the procedure that illustrates the knife assembly and shows operators the difference between good rolls and bad rolls will be revised to show operators how to properly remove extra fibers from the side of the roll during the process. Once revised, training will occur to make sure operators are aware of the changes. Deroyal: the above actions were identified as being intentions and not completed actions. Therefore, it was determined that no actions have been taken by the vendor at the present time. This resulted in the scar not being accepted and additional information being requested from the vendor prior to the acceptance of the scar. Preventive action: scar: the vendor has not identified a preventive action. The investigation is incomplete at this time. This report will be updated if more information becomes available.